Event description:
The duett sealing device was deployed following an interventional procedure, via a 6fr sheath in the right common femoral artery. Immediately following the duett deployment, the venous sheath entry, also on the right side, was closed using a vasoseal closure device. Following the procedure, the pt experienced pain and loss of color in the affected leg. An angiogram was performed, and confirmed an arterial occlusion. Treatment consisted of surgical intervention, thrombolytic therapy, anticoagulation therapy and a percutaneous transluminal angioplasty (pta). A fasciotomy was also required. The treatment was successful and no further complications were reported.